Manufacturer narrative:
A philips field service engineer (fse) worked with the customer biomedical department, and determined there was an issue with the device motherboard. Based on the information available and the testing conducted, the cause of the reported problem was a defective motherboard. The reported problem was confirmed. The fse provided their analysis findings, however, philips was unable to confirm the final disposition of the device because the customer was going to replace the motherboard themselves; no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter and institution phone number: (B)(6).

Event description:
It was reported that checking the intellivue patient monitor mx850 no test sound occurred. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.